Manufacturer narrative:
The insulin pump had blank display due to corroded battery tube. It also had a broken belt clip slot and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a blank display. It was stated that the battery cap was not damaged or corroded but the insulin pump was cracked and had a broken piece between the reservoir and battery compartment. Customer's blood glucose value is unknown. The insulin pump was replaced and returned for analysis.